Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power up problem. There was no report of patient involvement.

Manufacturer narrative:
No evaluation data was provided to philips.